Event description:
A us distributor reported a patient was receiving a service code.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (service code) was confirmed. As received, the battery would not firmly latch into the monitor due to bent pins in the battery connector. There was no adverse event that occurred related to this issue. The root cause of the physical damage to the bent pins was unable to be positively identified. There were no adverse events associated with the damaged battery.